Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt stated they met with their rep on friday because they weren't getting relief from the stimulation and their ins was depleting really quickly so they had to charge everyday now. Pt said they started to noticed that probably a week or so ago, in (B)(6), but when they met with the rep, rep told them their stimulation had been off for a month (since (B)(6)). Pt's ins was dead during the meeting on friday, so rep told them to go home and charge. However pt said yesterday they found out they were stuck in MRI mode and stimulation was off and when pt tried to hit the unlock button, the controller would go blank. So pt called rep again yesterday, and was told to reset, and pt even plugged into ac power but they couldn't get out of MRI mode. Pt plugged controller into ac power without the battery and confirmed screen turned on. Pt reinserted li battery and green light started blinking, then when pt unlocked controller, they saw the ins battery empty message screen, with controller 40% and ins red. Pt was able to start charging on excellent, however said they charged yesterday too, but then clarified the issue further saying they would hit the top white button and see the stimulation is on, but when they go into the menu and check MRI mode, they'd see they were in MRI mode and stim was off. Agent reviewed whenever pt went into the menu and selected MRI mode option, that would turn MRI mode on. Pt also said they would hit the lock symbol on the home screen, but then the screen would go blank. Agent reviewed the lock symbol was meant to put the controller screen to sleep, which was why the screen would keep going off when they hit that symbol. Agent reviewed to charge the ins further, then try to turn stim on and call back if they were not able to turn stim on or if they saw any message screen.